Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace in mitral position where during the procedure, full aspiration was not performed, and air was observed in the right ventricle. Once the second pascal device was inserted into the guide sheath (gs) and the loader was retracted, recommendation was given to the physician to aspirate a whole 50cc syringe from the gs flushport. However, the physician aspirated only 5-10cc. After the implant left the gs into the right atrium, the echocardiographer mentioned there seemed to be air in the right ventricle. However, the physician did not initially agree. A few minutes later, the physician confirmed everything was good. After releasing the pascal device, the physician was about to retract the whole system when the echocardiographer mentioned again that there was air in the ventricle. The physician acted by attempting manual aspiration of the air with another device. However, the maneuver was not fully successful and most of the air remained. The patient was left under anesthesia for a few more hours, positioned with feet up and head down so the air could find the right way out of the ventricle. The patient did not experience symptoms due to this event. Final mitral regurgitation (mr) was grade 1. The patient was completely recovered and in a general good condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with other empirical evidence. No manufacturing non-conformities were able to be identified as no imaging was returned, however there was no allegation of device malfunction. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that user error (physician recommended to aspirate 50cc from the gs flush port but only aspirated 5-10cc), most likely contributed to this adverse event.

Event description:
Clarification received from the clinical specialist that air was seen in the left ventricle, not the right ventricle.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The investigation results were already included in a previous report. This report is only to correct the annex c investigation findings code in h6.